Event description:
Two replacement batteries for a physio-control lp8 defibrillator were ordered from diversified medical. When the technician installed the batteries the defibrillator sparked and smoked. It was discovered after the batteries were installed in another defibrillator that did the same thing, that the polarity of the replacement batteries was reversed. The technician contacted diversified medical and advised them of the problem with the batteries and they offered to pay for the repair of the defibrillators. The batteries are packaged as a set of two and have the same part and lot number.